Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing one month post implant of the current electrode. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. The smartpass feature was programmed on and monitoring will be continued. It was reported that inappropriate shock therapy had previously been delivered due to oversensing of noise, however, was felt to be related to the position of the previous implanted electrode. No adverse patient effects were reported. This product remains implanted and in service.